Manufacturer narrative:
Per the user guide: the dexcom g6 cgm only allows pairing with one medical device at a time (either the t:slim x2 pump or the dexcom receiver), but you can still use the dexcom mobile app and your t:slim x2 pump simultaneously using the same transmitter ID. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the basal iq feature did not suspend insulin while customer was sleeping which led to a low blood glucose (bg 52 mg/dl). Customer consumed food to address bg. During troubleshooting with tandem technical support (cts), it was identified that the pump was not paired with the continuous glucose monitor (cgm) transmitter, but was paired with a dexcom receiver. Cts informed the customer that the cgm transmitter can only be paired with one medical device at a time. In order for the basal iq function to work, the pump is required to be paired with the cgm transmitter. Customer acknowledged information. Cts provided customer with instructions on how to pair the pump with the transmitter.